Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: loop catheter; product ID: pscc100 product type: loop catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure the catheter and cable could not be connected due to fitting issues. A recognition error occurred and displayed. The cable was replaced without resolution. An adhered substance was confirmed on the connector of the catheter and the catheter was replaced. An adhered substance was also confirmed on the replacement catheter, and connection was also not successful with the cable. The catheter was replaced again, which resolved the issue. The third catheter used was not recognized by the generator and was replaced with a fourth catheter. Connection was made possible and the procedure was performed. The outcome of this case is unknown. No patient complications have been reported as a result of this event.